Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was over 600 mg/dl. The customer's mother stated that while treating his high blood glucose level with insulin pump, he received no delivery alarm. The customer was assisted in troubleshooting and it was reported that the insulin exited in 5 unit fixed prime test. The customer was reporting a past event. High blood glucose troubleshooting was not performed. The insulin pump will not be returned for analysis.